Event description:
Additional information received indicates that a normal interrogated resulted in "ble error has occurred" message. On (B)(6) 2025, device reset restoration was performed on the insertable cardiac monitor (icm), the icm was able to be interrogated afterwards and able to send transmission. On (B)(6) 2025, the icm went back into reset mode. Further information was requested but not yet received.

Manufacturer narrative:
The reported event of reset was confirmed. Based on the information provided, it was determined that the device experienced power-on resets. The root cause of the power-on reset was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery. After the rtc recovery, the device re-entered backup mode. The root cause of the subsequent reset was unable to be determined.

Event description:
It was reported that there was an event of an inappropriate backup noted on the insertable cardiac monitor (icm). No intervention was performed. The patient status was not reported.